Event description:
The customer reported getting a power supply failure error which may result in power failure which could prevent the delivery of therapy.

Manufacturer narrative:
H6: power failure which could prevent the delivery of therapy. On 12/15/08, the unit was evaluated at philips. The symptom could not be duplicated. No related parts were replaced. The customer has not called back regarding this issue with this device. We are considering this a malfunction, we cannot determine the cause since the symptom could not be duplicated. (B) (4).